Manufacturer narrative:
The information for the 510k is as follows: g4: PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, an unspecified number of false positive results were obtained. There were no health impact or consequences reported. No further information was provided as the customer has not responded to bd's follow-up attempts. Eua# (B)(4).

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4185242. The customer reported that they received false positive results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, an unspecified number of false positive results were obtained. There were no health impact or consequences reported. No further information was provided as the customer has not responded to bd's follow-up attempts. Eua# (B)(4).